Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with additional information.

Event description:
This is conservatively filed as a cerebral infarction occurred four days following a mitraclip procedure. It was reported that this was a mitraclip procedure treating functional mitral regurgitation grade 4. One mitraclip was implanted without a reported issue, reducing the mr to grade <1. Post-procedure, a mild left pulmonary vein hemorrhage was noted. No treatment was provided and the hemorrhage resolved. Per physician, the cause of the pulmonary vein hemorrhage was unknown and not related to the mitraclip device. The hemorrhage was possibly related to the non-abbott guide wire. On (B)(6) 2019, the patient had an ischemic cerebral infarction and is in the intensive care unit. Medication was provided. Per physician, the cerebral infarction is unrelated to the mitraclip device. There was no device malfunction and no adverse event reported as device related. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported adverse event of cerebrovascular accident as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedure. All available information was investigated and a definitive cause for the reported cerebrovascular accident could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2019, per echocardiogram, the implanted clip, cds0502 80906u111 had detached from one leaflet, while remaining attached to another leaflet, a single leaflet device attachment (slda). The mr remained mild and no treatment is planned. The patient remains in a vegetative state due to the ischemic stroke.

Manufacturer narrative:
Patient codes: 1964 labeled 2417 labeled. Device codes: 2507 labeled. Internal file number - (B)(4). Corrections: MFR site - contact name. Result code 213 removed. Device code 2993 removed. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The definitive cause for cerebrovascular accident that likely resulted in coma could not be determined in this incident. Mitral regurgitation (mr) was due to slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4).